Manufacturer narrative:
Investigation: optically, the perforator is in a good condition with expected traces of use. The investigation has been carried out by the responsible manufacturing plant. The perforator was checked and measured. No deviation could be found. During the function test, no error or malfunction could be detected. Drilling with the perforator was very good. There were also no deviations when measuring the angles and the step length (inner cutter to outer cutter). The cutting edges have slight impact/pressure marks. However, these do not yet have a negative effect on the cutting behavior. Possible causes for the claimed defect could be: - too little pressure when drilling - the milling cutter was misaligned during drilling. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (3(5)severity x 2(5)probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and root cause: due to the current deviation, and according to explanation above, the root cause of the problem is most probably usage-related. Corrective action: a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a cranial perforator 6/9mm hudson shank (part # gb300r) was used during a procedure performed on an unknown date. According to the complainant, trepan did not drill a correct hole. Trepan stops drilling very early. The complaint device was returned to the manufacturer for evaluation. An additional medical intervention was necessary. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4).